Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly and no keypad anomaly was noted. The keypad connector was fully locked. The insulin pump was received with a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that the down arrow did not respond. He also noted that the backlight turned on, but he was unable to navigate through the insulin pump at all. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.